Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 8.0mmol/l. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
No unexpected button error alerts or button error alarms noted during testing. The insulin pump communicated properly with glucose sensor simulator and the minilink transmitter. No unexpected lost sensor alerts noted during testing; no remote frequency communication anomalies noted. The insulin pump had an intermittent button response on the up arrow button due to moisture damage on keypad traces noted. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.